Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). Additional observations: crease is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. Device explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device explanted and replaced with non-allergan brand.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.